Manufacturer narrative:
We are unable to determine to what extent, if any the davol device may have caused or contributed to the reported "post-surgical health issues". It is unclear at this time if the reactivity testing has been completed as we have not received a response from the patient or the allergist. Without a lot number a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use lists allergic reaction as a possible complication. Note, the date of implant is an estimate as the exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2008 the patient was implanted with a bard / davol ventralex st hernia patch. As reported the patient has experienced "post-surgical health issues" following implant of the mesh. The patient allergists' office requested and was provided with a sample for reactivity testing.